Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad), one (1) controller, and one (1) battery were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported high power event was confirmed through review of the controller log files which revealed consistent power consumption and estimated flows above normal operating range. In addition, review of the alarm file revealed one (1) low flow alarm was logged on 28-jan-2023. Analysis of the controller log files revealed one (1) controller power up event with associated pump start event was logged on 21-jan-2023 at 00:36:40. The data point recorded prior to the loss of power revealed that a battery was connected to power port 1 with 68% relative state of charge (rsoc) and another battery was connected to power port 2 with 53% rsoc. The data point recorded after the loss of power revealed that a new battery was connected to power port 1 and the reported battery was connected to power port 2. No anomalies were observed leading up to the controller loss of power. The controller was without power for 9 seconds. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, analysis of the data log file revealed several instances involving the reported battery where the battery's relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. The battery was lubricated prior to release. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the high power and low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula/outflow graft, con striction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: controller 2.0 con413525 h3: yes h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15, d02 battery bat906768 h3: yes h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 1420-controller; serial#: (B)(4); product ID: 1650de; serial#: (B)(4); investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name: heartware ventricular assist system ¿controller 2.0; model#: 1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial#: (B)(4); device available for evaluation: no; device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 28-aug-2020; labeled for single use: no; (B)(4); brand name: heartware ventricular assist system ¿ battery; model#: 1650 / catalog#: 1650 / expiration date: 31-jan-2022 / serial#: (B)(4); device available for evaluation: no; device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; mfg date: 21-jan-2021; labeled for single use: no; (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power with high power alarms. The patient showed no signs of hemolysis. It was also noted via log file review that there was an unexpected loss of power with two controller power up events and a battery exhibited a power disconnect alarm. The vad, battery and controller remain in use. No patient complications have been reported as a result of this event.